Event description:
It was reported that error icon displayed occurred frequently every day between 12/27/2025 and12/27/2025. Product was provided for investigation. An external visual inspection was performed and failed due to usb connector damage. Receiver charge test was performed and failed due to usb connector was damaged causing receiver failed battery charging 0%. Receiver boot test was performed and passed. Functional test results was performed and failed due to battery status test. The internal visual inspection was performed and passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be defective usb connector. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon display occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.